Event description:
Patient reported pump issue over the weekend. Patient reported their home health nurse was experiencing an issue when attempting to infuse on saturday (B)(6) 2025. Patient states home health nurse infused the medication via gravity and was completed faster than their normal program. Patient reported home health nurse was unable to troubleshoot the pump after multiple attempts and requested a new pump for infusion on (B)(6) 2025. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot number and expiration unknown. Unknown if md is aware. Dose/amount: gamunex - 82gm. Gamunex indication: myasthenia gravis with (acute) exacerbation. Did patient miss a dose or have an interruption to therapy? No did adverse event(s) result due to product issue? Unknown did pharmacy replace device? Yes, is device associated with event available for return? Yes.